Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 60 events had no patient involvement; no patient impact. 23 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 83 events were reported for this quarter. Product return status: 63 devices were received. 8 devices were not available for evaluation. 12 device investigation types have not yet been determined. Additional information: 83 devices were not labeled for single-use. 83 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 83 previously reported events are included in this follow-up record. Product return status: 67 devices were received. 16 devices were not available for evaluation.

Event description:
This report summarizes 83 malfunction events in which the device reportedly overheated. 56 events had no patient involvement; no patient impact. 27 events had patient involvement; no patient impact.